Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple users were experienced an issue where no patients appeared on the electronic record after selected all my available patients. The issue was currently occurring on one station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue resolved after adjusted some settings and the feature started working. The system functioned as intended after the technical support specialist investigated the issue.